Event description:
The pump was returned for investigation. Investigation revealed a force sensor that was out of calibration, contamination on the force sensor plate, and a high force sensor resistance. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The force sensor and resistance readings were not within specifications. The pump case was opened and the force sensor plate was observed to be contaminated. A review of the device history indicated multiple losses of prime with low and zero force. A 24 hour pump exercise could not be completed and the pump emitted loss of prime alarms during testing. (B)(6).